Event description:
Legal counsel for the patient reports that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, it was reported that patient underwent a revision procedure on (B)(6), 2012, due to patient allegations of pain. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to elevated metal ions, acute local tissue reaction and metallosis. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, it was reported that patient underwent a revision procedure on (B)(6) 2012, due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records and blood tests, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00503 & 03525/ 03526).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.